Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 26 mmol/l (468 mg/dl) ketones and vomiting, while wearing the pod on the leg between 24 and 36 hours. At the hospital, the patient was administered manual insulin injections. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.